Event description:
The customer obtained analyzer condition codes and no results using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results did not occur as no results were produced for the quality control and pt samples involved. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation concluded that the customer processed quality control and pt samples for amon that produced analyzer condition codes and no results on a vitros 5,1 chemistry system. Review of datalogger files for the event did not indicate user error associated with cart loading on the vitros 5,1. The customer sent the slide cart that the results were believed to have come from to ocd for investigation. The cart received was an acet slide cart that was loaded and identified correctly by a vitros 5,1 at ocd. The investigation was able to determine from customer datalogger files that an acet slide cart was identified as an amon slide cart and processed for the samples during this event. Additional datalogger files needed to determine root cause of this event were no longer available on the customer's analyzer for evaluation. The customer loaded an alternate amon slide cart and repeated the samples with acceptable results. The root cause of the event is unknown.